Manufacturer narrative:
Date rec'd by MFR: 23jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the central processing unit (cpu) board. The customer reported replacing the cpu board and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
It was reported that the unit shut down and restarted. The unit also logged errors 3007 and 1101 (indicative of unit shutdown and restart respectively). The device was in use at the time of the event; however, there was no patient harm.